Event description:
It was reported that during a lavh procedure, there was an incomplete staple line. The customer used a similar device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.